Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced a high blood glucose the customer¿s blood glucose was 418 mg/dl. The blood glucose value was 253 mg/dl. Customer also complained for lost sensor, sensor signal not found. The insulin pump will not be returned for analysis. The sensor will return for the analysis.